Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads failed to sense and did not capture appropriately. The ra and rv leads failed to capture. An x-ray and fluoroscopy was performed, noting that the implantable cardioverter defibrillator (ICD) had migrated due to twiddler¿s syndrome. The ra and rv leads were also noted to be dislodged. On (B)(6) 2026, the physician repositioned the ICD. Additionally, the physician explanted and replaced the ra and rv leads that same day. There were no patient consequences reported.